Event description:
At about 2 months and half after primary, the patient came in reporting pain due to a dislocation of the liner from the glenosphere and the cause is unknown. The surgeon revised the glenosphere and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 09 february 2024: lot 2201878: (B)(4) items manufactured and released on 05-apr-2022. Expiration date: 2027-03-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Reverse shoulder system 04.01.0169 glenosphere 36xø24.5 (k170452) lot 2311287: (B)(4) items manufactured and released on 13-sep-2023. Expiration date: 2028-08-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.